Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -6.0 diopter, in her right eye (od). The patient reported has experienced "migraine aura". The lens was implanted on (B)(6) 2013 and remains implanted. The patient reported the event started in (B)(6) 2017 and occurs every couple of weeks. The doctor's office confirmed the event and indicated the cause was unknown. Patient had lasik on (B)(6) 2013. The patient has not been prescribed any medication and the date of last visit was (B)(6) 2017. The patient's visual acuity post-op was 20/25.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found. (B)(4).